Manufacturer narrative:
(B)(4). Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify power loss alarm due to blank display anomaly.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.